Manufacturer narrative:
Tw (B)(4). Updated fields: b4, d4, e1, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 11/05/2025. An investigation was conducted on 11/05/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent loss of power" was not confirmed. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc. Low current output: 4.0 amps dc +/- 0.05 amps dc. High current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# 14287) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.50 vdc (passed test). Low current output: 3.99 amps dc (passed test). High current output: 6.01 amps dc (passed test). The complaint vasoview hemopro power supply passed all three output tests. Based on the evaluation results , the reported failure "intermittent loss of power " was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the hemopro evh system would not function when the surgeon was using a bovie device simultaneously. Once the surgeon stopped using the bovie, the hemopro cautery resumed normal operation. The power supply generator box was replaced with a different unit, and the issue did not recur. According to the account, this has happened multiple times, though the exact dates are unknown. There was no patient injury reported. There was minimal delay due to the generator box replacement.